Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported allergic reaction. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a burning sensation where the pod was placed on the abdomen. The discomfort began at the end of the first day of use and progressively worsened, becoming unbearable by the end of the second day. Despite the discomfort, the patient continued using the pod until the end of the second day. The patient visited their doctor on (B)(6) 2025. At the time of the incident, the patient was using novorapid insulin, but following a consultation with the doctor, has since switched to humalog insulin. The only visible skin reaction was a slightly enlarged pimple at the cannula insertion site. There was no specific diagnosis given; a new insulin brand was prescribed.